Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivered low-energy pulse). Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The cause for the high voltage travelling to the low-voltage circuitry was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor had delivered a low-energy pulse during pulse testing.